Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device seemed ¿like it just cuts off¿. When the patient got the remote and pressed the stimulation on, the stimulation goes down their leg and the problems of going to the bathroom ends. The patient mentioned that when they urinated without notice was when they thought the device was off. The patient reported that this maybe happened every couple of months. They further stated that it seemed like it was off but they could not say that the stimulation was actually off. The issue occurred more often in the middle of the night. The patient wakes up and their urgency was so bad they don¿t make it to the bathroom. The patient had no falls but did note they had a knee replacement on december 1 and stated that the device worked great until them. They then stated that they had a bladder infection until (B)(6) which took a long time to get rid of. After the infection cleared, the issue with the stimulation cutting off occurred. The patient was going to their doctor on monday and it was suggested to go over the issues with them. There were no further complications reported or anticipated.